Event description:
It was reported that upon successful retrieval of an ivc filter, it was observed that a filter foot had detached from the device. Post retrieval imaging demonstrated that the detached foot had endothelialized in the cava wall. The physician chose to leave the detached foot in the patient. The filter was successfully removed using a recovery cone; there was no injury to the patient. The filter been implanted due to trauma and had an indwell time of 551 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The explanted filter was returned for evaluation. All six arms and legs were present. One of the legs had a partially detached foot. The remaining piece of the foot still attached to the leg measured approximately 1mm in length. The missing piece of the foot was approx 2mm in length. Two of the filter legs had twisted feet. Heat was applied to the filter and the filter took shape. It is unknown if the feet became twisted during filter retrieval or during transport. The device evaluation confirmed on partially fractured foot. Root cause is unknown. The current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse effect.